Manufacturer narrative:
H3: destructive analysis identified residue in the motor gear train. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) on 2020-aug-03. The patient weight at the time of the event was provided. It was also reported that the pump was returned by the manufacturer's representative (rep) who was present during the p rocedure. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving dilaudid (7.5 mg/ml at ¿2.2, max 2.76¿ mg/day) and bupivacaine via an implanted pump. On (B)(6) 2020 the clinic nurse reported that the patient went to give himself a bolus on (B)(6) 2020 around 6 pm and he saw a code populate, so he went to the ER (emergency room) at 10 pm. The patient had since been going through withdrawal. The nurse was calling now to report the motor stall. When asked if the patient had been exposed to any emi (electromagnetic interference), the nurse said that the patient was working on the farm when the motor stall occurred, and it had not recovered. The pump logs read, "critical alarm: motor stall occurred" on (B)(6) 2020 at 6:13 pm. Per the nurse, they were replacing the pump today. When she was reading the ER note, it stated that the patient reported, ¿I have had problems in the past wi th the pump and went through withdrawal¿. The clinic nurse stated that they had no information on what he was referring to when he said that to the ER. Per the clinic nurse, the patient had never had any issues with his pump or previous pumps, so she did not know what he meant by that. No further complications were reported/anticipated.